Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic for a follow-up. An alert was triggered due to suspected premature battery depletion and the healthcare professional is wanting to know how many days they have left to perform a replacement procedure. Data analysis was performed, and boston scientific technical services indicated the power consumption in this device has been increasing abnormally. Device replacement was recommended due to this anomaly. No adverse patient effects were reported. According to the local boston scientific representative, no revision procedure has taken place. This device remains in-service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic for a follow-up. An alert was triggered due to suspected premature battery depletion and the healthcare professional is wanting to know how many days they have left to perform a replacement procedure. Data analysis was performed, and boston scientific technical services indicated the power consumption in this device has been increasing abnormally. Device replacement was recommended due to this anomaly. No adverse patient effects were reported. According to the local boston scientific representative, no revision procedure has taken place. This device remains in-service. Additional information was received, a red alert for premature battery depletion (pbd) posted to the latitude website for this s-ICD device. Subsequently, this s-ICD was explanted, and a new device implanted. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic for a follow-up. An alert was triggered due to suspected premature battery depletion and the healthcare professional is wanting to know how many days they have left to perform a replacement procedure. Data analysis was performed, and boston scientific technical services indicated the power consumption in this device has been increasing abnormally. Device replacement was recommended due to this anomaly. No adverse patient effects were reported. According to the local boston scientific representative, no revision procedure has taken place. This device remains in-service. Additional information was received, it was reported that a red alert for premature battery depletion (pbd) posted to the latitude website for this s-ICD device. Subsequently, this s-ICD was explanted, and a new device implanted. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic for a follow-up. An alert was triggered due to suspected premature battery depletion and the healthcare professional is wanting to know how many days they have left to perform a replacement procedure. Data analysis was performed, and boston scientific technical services indicated the power consumption in this device has been increasing abnormally. Device replacement was recommended due to this anomaly. No adverse patient effects were reported. This device remains in-service.